Manufacturer narrative:
(B)(6) product ID 377760, lot# j0564195v, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# v000188, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
Attorney alleges that on or about (B)(6) 2007 the doctor performed a surgical revision of an implantable neurostimulator. It was stated that the doctor failed to remove and discard the "plastic-straw-like insertion catheter" used for subcutaneous tunneling, which is not intended to be retained in the body for permanent implantation. In addition, it was reported that the doctor failed to remove "all previously implanted, but unused neurostimulator device anchors and/or connectors." It was also alleged that the doctor failed to obtain radiographs of final electrode positions. It was stated that the doctor failed to "properly note the retention of unused neurostimulator hardware in their operative note." It was further reported that the items above remained in the patient until being removed by another doctor on (B)(6) 2009. It was noted that the patient needed "medical care and treatment, hospitalization, physical therapy and related institutional and home care and treatment of her injuries, as well as future medical care." The patient needed to take medications for her additional symptoms. The patient experienced "permanent pain, suffering, inconvenience and disability." In addition, the patient experienced "permanent mental anguish, embarrassment and emotional distress resulting from the injuries." "Injury to her nerves due to positioning in a subsequent operation" was also reported. No further information was reported.